Event description:
A patient who received op-1 implant in 2005 as part of an open reduction, internal fixation for a right tibial nonunion developed an infection at the operative site. Treatment included a reoperation at the end of the month, for debridement. No other information was provided. Additional information has been requested from the surgeon.